Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that on (B)(6) 2018, the patient with degenerative tricuspid regurgitation (tr) underwent a mitraclip procedure to treat the tricuspid valve. One clip was implanted on the anterior and septal leaflets, and the tr was reduced. During removal of the gripper line, the line was pulled quickly and the clip detached from the septal leaflet and remained attached to the anterior leaflet (slda). The tr increased and a second clip was implanted to stabilize the detached clip. The second clip was implanted next to the first and tr was reduced to grade 2. The patient did well, with no additional issues. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the mitraclip ntr/xtr instructions for use (IFU) states the device is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). The investigation determined the reported single leaflet device attachment (slda) appears to be related to deviation of the IFU as the device was used in the tricuspid valve. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.